Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) driveline cable associated with (B)(6) was not returned for evaluation as it remains in use. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported driveline crack event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported driveline crack event may be attributed to multiple factors including but not limited to design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of cardiomyopathy experienced issues with a ventricular assist device (vad) driveline (dl) strain relief. The dl strain relief was damaged, and a crack was found near the controller. The patient discovered three small pieces of tape lodged under the clear cracked driveline outer layer after temporarily fixing the crack with black electric silicone tape. There was concern about the potential harm or drift of these tape pieces towards the controller. The patient was clinically stable, with no alarms triggered. Since the patient had contacted the vad team from home the log files were unable to be downloaded. The vad team was advised to recommend that the patient come directly to the hospital for a log file check and review. The vad team was also advised to request pictures to clarify the impact of the crack and instructed not to attempt removal of the tape pieces as using a small or sharp tool for extraction due to safety risks. Servicing was recommended but not performed. The vad dl remains in use. No patient complications have been reported as a result of this event.